Event description:
It was reported that; during surgery the surgeon used the modular tap 6.5mm. However, the modular tap 6.5mm couldn't be inserted in the patient bone(the patient bone was hard). Therefore the surgeon used the modular tap 5.5mm. But, the result was same. The surgeon used the modular tap 4.5mm. When using the modular tap 4.5mm, the surgeon used a hammer. Then the tip of modular tap 4.5mm broke. The surgeon could not remove the broken tip of modular tap. Therefore, tip of modular tap was remain in the vertebral canal.

Manufacturer narrative:
Lot# 14a390. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing files were reviewed and no anomalies were found. Conclusion: based on prior results the majority of the failures reported were due to the user not using an awl.

Event description:
It was reported that; during surgery the surgeon used the modular tap 6.5mm. However, the modular tap 6.5mm couldn't be inserted in the patient bone(the patient bone was hard). Therefore the surgeon used the modular tap 5.5mm. But, the result was same. The surgeon used the modular tap 4.5mm. When using the modular tap 4.5mm, the surgeon used a hammer. Then the tip of modular tap 4.5mm broke. The surgeon could not remove the broken tip of modular tap. Therefore, tip of modular tap was remain in the vertebral canal.